Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead one location caused diaphragmatic stimulation and another location exhibited high thresholds. The lead was not used, and an lv lead was not implanted. No patient complications have been reported as a result of this event.